Event description:
The customer reported that the pt heard a bang and witnessed a spark from the pump. The clinician stated that they could smell smoke and on closer inspection, they noticed visual evidence of burning on the main iec lead. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). This investigation has confirmed the reported breakdown on the mains iec lead. The iec lead is manufactured outside of the united states for the international market. Visual inspection identified a ruptured mains cable. Electrical testing confirmed a blown mains cable fuse, an open circuit between the mains plug and iec plug and low impedance between iec plug line and ground. The mains cable was dissected and further visual inspection found fracturing which resulted in exposure of inner wires. This exposure resulted in a short circuit between the live and earth conductors and caused a spark. The spark ruptured the mains cable insulation and caused the mains cable fuse to blow. It is possible that over a prolonged period of time the coiling of the mains cable for storage has resulted in a fracture of the inner cables causing the ruptured mains cable.